Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: healthtrust supply chain-representing sunrise hospital and (B)(6) two potential lot numbers were provided without it being specified which one was reported to be involved. The information for each lot number is as follows: medical device lot #: 20055525. Medical device expiration date: 2023-05-13. Device manufacture date: (B)(6) 2020. Medical device lot #: 20086307. Medical device expiration date: 2023-08-12. Device manufacture date: (B)(6) 2020. Investigation summary: two samples were received for quality investigation. The customers complaint of separation was verified by visual inspection. The first sample received has tubing separated from the inlet port of the filter. The second sample has tubing separated from the outlet port of the filter. Under magnification of the union location, both samples are lacking solvent at union location. A device history record review for model 10013902 lot number 20055525 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 13may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013902 lot number 20086307 was performed. The search showed that a total of 8,803 units in 1 lot number was built on 12aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the separation of the tubing is an assembly issue during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 ext set .2 mf low sorb experienced component separation. The following information was provided by the initial reporter: material #: 10013902, batch/lot #: unknown. Over the last two weeks, there were two instances where the IV tubing separated from the filter on cat # 10013902. The tubing came apart at the filter during the administration of fluids.